Event description:
It was reported that either the posey keepsafe fall monitor and or the exit floor alarm was alarming intermittently. No patient injury reported. Manufacturer report # 2020362-2008-00057 will be sent for the keepsafe fall monitor alarm.

Manufacturer narrative:
.